Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. The technician loosened the pole release as it was slightly engaged when not pressed. The device serial number history report indicates no further related issues have been reported fort his device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been completed on march 13, 2019. It was confirmed that the IV pole collar was in place when the incident occurred. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Root cause: the root cause of this failure was the IV pole release was over engaged and needed to be loosened.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.